Event description:
It was reported that a clearlink system continu-flo solution set had air in the line. This was observed during a norepinephrine pump infusion. The infusion was restarted with a new tubing and new pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b5, h6. B5: it was reported that two (2) clearlink system continu-flo solution sets had kinks (no flow) in the tubing. Additional information: d4, d9, h3, h4, h6 (update codes), h11. D4: lot #: the lot# is either r25a19024 or r25b13086. D4: expiration date & d4: unique identifier (UDI) #: the UDI# of lot r25a19024 is (B)(4) and expiration date is 01/20/2027. The UDI# of lot r25b13086 is (B)(4). H4: the lot r25a19024 was manufactured between 01/20/2025 to 01/21/2025. The lot r25b13086 was manufactured in 2/14/2025. H11: the actual device and two photographs of the sample were provided for evaluation. Visual inspection of the photo samples kinked tubing and air in line was noticed. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. The priming, pressure test and clear passage test was performed and no defects were observed. The functionally test was performed and the set worked according to requirements. The sample was left running, simulating the usage process connected at the novum iq pump. The defect was not observed. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, e1 email. B5 (clarification): there were two (2) sets that were kinked; however, only one (1) set also had observed air in the line when the pump door was opened. The pump was programmed to deliver norepinephrine as a continuous drip at 208 mc/kg/min. After the kink and air was found with the first set, the nurse started treatment with new tubing and pump. Upon opening the door, the tubing was found to be kinked (no air found). The nurse started treatment again using new supplies without issues. Correction to f10/h6: medical device problem codes and previous h11. F10/h6: medical device problem codes - replace a1408 with a040609. Further clarification with previous h11 information: "the sample was left running, simulating the usage process connected at the novum iq pump. The defect was not observed." Only one (1) actual device was received for evaluation. The no flow issue was not identified during actual sample testing simulating the usage process. During the inspection period of this test, air bubbles were identified after the pump connection; however, no defects were identified with the set that could generate the air. The reported air was verified during actual testing. The cause of the air could not be determined. The kinked tubing was not identified during actual testing (photo did verify this); however, the cause may be related to the pump to tubing interaction. Should additional relevant information become available, a supplemental report will be submitted.